Event description:
It was reported that bd syringe plastipak 20ml ll s/su contained foreign matter. The following information was provided by the initial reporter: "foreign object in the syringe."

Manufacturer narrative:
D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/16/2021 h.6. Investigation: sample and photos received for investigation, upon visual inspection it was possible to observe foreign matter in the stopper. Possible root cause is associated with the supplier. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd syringe plastipak 20ml ll s/su contained foreign matter. The following information was provided by the initial reporter: "foreign object in the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.